Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump alarmed for multiple insulin pump error. Customer states they are able to rewind the pump. Customer performed displacement test and he got no reservoir detected. Self test was passed. Customer performed troubleshoot for those errors but errors occurred again. Customer¿s blood glucose was 160mg/dl at time of incident. Insulin pump will not be return for analysis.